Event description:
Rptr indicated that pt underwent generator explant surgery due to infection/extrusion. It was reported that the device had been implanted medial to the scapula and that the cause of the event may have been due to pressure from lying on the device. The device was placed in the pt's back because the pt is autistic and likes to "pick" at things. It was reported that the pt had picked open their neck incision to the point that lead was extruding. The neck wound was cleaned and re-sutured. The pt remains on antibiotic therapy.